Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that there is a frozen display on the insulin pump. The customer stated that she had jumped in the swimming pool with her insulin pump on prior to the anomaly. The customer also stated that the buttons are unresponsive and there are no numbers ramping up on the insulin pump. Nothing further was reported.